Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") in a 25-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy since(B)(6) 2016 and joint pain. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections/infection (other) describe: uti"), nausea ("nausea,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: anxiety,"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), migraine ("migraines / headaches"), weight increased ("weight gain."), dysmenorrhoea ("dysmenorrhea cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstrual isuues"), back pain ("pain") and abdominal pain lower ("pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, menorrhagia, vaginal haemorrhage, migraine, weight increased, nausea, dysmenorrhoea and vaginal discharge outcome was unknown and the anxiety, depression, headache, dyspareunia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was released having 2 loops at the tail of the device. In a similar way the left ostia was done leaving 3 loops at the tail of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded ultrasound scan - on an unknown date: normal uterus, rov, lov follicular cysts (B)(6) 2017, pathology specimen report clinical history: pelvic pain. Final diagnosis: uterus, cervix, bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): cervix - squamocolumnar mucosa negative for dysplastic or malignant features. Endometrium - benign shedding endometrium showing glandular and stromal breakdown. Myometrium - histologically unremarkable. Bilateral fallopian tubes - present showing no neoplastic proliferation. Gross description: both segments of fallopian tubes have a silver metallic coiled wire inserted near the cornu of the uterus averaging 1.6 cm in length. The right fallopian tube measures 8.2 x 0.5 cm. The left fallopian tube measures 6.4 x 0.4 cm. She did not have fu hsg to confirm efficacy. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and anxiety, migraines / headaches, nausea, dysmenorrhea cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, weight gain. Event infection nos pt was updated " infection (other) describe: uti". Lot number added. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") in a 25-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *(B)(6) 2017, pathology specimen report. Clinical history: pelvic pain. Final diagnosis: uterus, cervix, bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): cervix - squamocolumnar mucosa negative for dysplastic or malignant features. Endometrium - benign shedding endometrium showing glandular and stromal breakdown. Myometrium - histologically unremarkable. Bilateral fallopian tubes - present showing no neoplastic proliferation. Gross description: both segments of fallopian tubes have a silver metallic coiled wire inserted near the cornu of the uterus averaging 1.6 cm in length. The right fallopian tube measures 8.2 x 0.5 cm. The left fallopian tube measures 6.4 x 0.4 cm. She did not have fu hsg to confirm efficacy. Concurrent conditions included cholecystectomy since (B)(6) 2016 and joint pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norethisterone acetate (loestrin), nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infections/infection (other) describe: uti") and nausea ("nausea,"). In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and was found to have weight increased ("weight gain."). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: anxiety,"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstrual isuues"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). The patient was treated with piroxicam (turnstyle analgesia) and surgery (hysterectomy(partial),colpopexy,cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, menorrhagia, vaginal haemorrhage, migraine, weight increased, nausea, dysmenorrhoea, vaginal discharge, female sexual dysfunction and fatigue outcome was unknown and the anxiety, depression, headache, dyspareunia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was released having 2 loops at the tail of the device. In a similar way the left ostia was done leaving 3 loops at the tail of the device. Leave taken from this job or other job for medical reasons-gallbladder removal surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Ultrasound scan - on an unknown date: results: normal uterus, rov, lov follicular cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: plaintiff fact sheet- new event apareunia (inability to have sexual intercourse), fatigue were added. Treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain,") in a 25-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cholecystectomy since (B)(6) 2016 and joint pain. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infections/infection (other) describe: uti"), nausea ("nausea,") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: anxiety,"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), migraine ("migraines / headaches"), weight increased ("weight gain."), dysmenorrhoea ("dysmenorrhea cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), back pain ("pain") and abdominal pain lower ("pain"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, urinary tract infection, menorrhagia, vaginal haemorrhage, migraine, weight increased, nausea, dysmenorrhoea and vaginal discharge outcome was unknown and the anxiety, depression, headache, dyspareunia, back pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was released having 2 loops at the tail of the device. In a similar way the left ostia was done leaving 3 loops at the tail of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: device was successfully occluded ultrasound scan - on an unknown date: normal uterus, rov, lov follicular cysts (B)(6) 2017, pathology specimen report clinical history: pelvic pain. Final diagnosis: uterus, cervix, bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): cervix - squamocolumnar mucosa negative for dysplastic or malignant features. Endometrium - benign shedding endometrium showing glandular and stromal breakdown. Myometrium - histologically unremarkable. Bilateral fallopian tubes - present showing no neoplastic proliferation. Gross description: both segments of fallopian tubes have a silver metallic coiled wire inserted near the cornu of the uterus averaging 1.6 cm in length. The right fallopian tube measures 8.2 x 0.5 cm. The left fallopian tube measures 6.4 x 0.4 cm. She did not have fu hsg to confirm efficacy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') in a 25-year-old female patient who had essure (batch no. B34593) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have fu hsg to confirm efficacy". The patient's concurrent conditions included cholecystectomy since january 2016 and joint pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe), ethinylestradiol;norethisterone acetate (loestrin), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infections/infection (other) describe: uti") and nausea ("nausea,"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and was found to have weight increased ("weight gain."). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), anxiety ("psychological or psychiatric problems condition: anxiety,"), depression ("psychological or psychiatric problems condition: depression"), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("menstrual isuues"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). The patient was treated with piroxicam (turnstyle analgesia) and surgery (hysterectomy(partial),colpopexy,cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, menorrhagia, vaginal haemorrhage, anxiety, depression, headache, weight increased, dysmenorrhoea, dyspareunia, vaginal discharge, back pain and abdominal pain lower had resolved and the menstrual disorder, migraine, nausea, female sexual dysfunction and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was released having 2 loops at the tail of the device. In a similar way the left ostia was done leaving 3 loops at the tail of the device. Leave taken from this job or other job for medical reasons-gallbladder removal surgery diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: clinical history: pelvic pain. Final diagnosis: uterus, cervix, bilateral fallopian tubes (hysterectomy, bilateral salpingectomy): cervix - squamocolumnar mucosa negative for dysplastic or malignant features. Endometrium - benign shedding endometrium showing glandular and stromal breakdown. Myometrium - histologically unremarkable. Bilateral fallopian tubes - present showing no neoplastic proliferation. Gross description: both segments of fallopian tubes have a silver metallic coiled wire inserted near the cornu of the uterus averaging 1.6 cm in length. The right fallopian tube measures 8.2 x 0.5 cm. The left fallopian tube measures 6.4 x 0.4 cm.. Ultrasound scan - on an unknown date: results: normal uterus, rov, lov follicular cysts; on 01-dec-2013: results: device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding, bladder/urinary problems and weight increased was updated to recovered/resolved. Event of "device monitoring procedure not performed" added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.